Manufacturer narrative:
The agent reported, possible dislocation and surgeon wanted to use dualmobility for more stability. Stem and cup were left in patient. Complaint has been evaluated and is similar to report number 1644408-2021-01066; 941-01-36g, s803 - dislocation, revision surgery. Surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to dislocation.